Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insulin wouldn't flow from the pen ndl 32g 4mm pro 14 bag 700 case jpx during use, and further inspection found that the non-patient end needle was broken. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about bent needles pe. Complaining that 2 pen needles pe were bent and drug didn't come out, a patient brought the products to the clinic (customer). The hcp re-attempted the operation and confirmed that drug didn't come out."

Event description:
It was reported that insulin wouldn't flow from the pen ndl 32g 4mm pro 14 bag 700 case jpx during use, and further inspection found that the non-patient end needle was broken. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about bent needles pe. Complaining that 2 pen needles pe were bent and drug didn't come out, a patient brought the products to the clinic (customer). The hcp re-attempted the operation and confirmed that drug didn't come out."

Manufacturer narrative:
H6: investigation summary: eight open 32g x 4mm pen needle samples and eight photos were returned from lot. No. 9352154, cat. No. 320559. Visual examination was carried out on the returned samples and photos and a bent patient end of cannula was observed on one sample, a bent non patient end of cannula was observed on three samples and a broken non patient end of cannula was observed on the remaining four samples. Due to the condition the samples were returned no clog testing could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.